Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned in the blister tray in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced at the nozzle tip. The trailing haptic is at the nozzle tip in folded position. The plunger is behind the haptic. The plunger has not been advanced far enough to release the haptic. The root cause for the reported complaint could not be determined. Plunger and haptic position for the advancement are acceptable. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol), the lens got caught by the incision and failed to get in the eye. The surgery was completed the same day after replacing the product with another one.